Manufacturer narrative:
The lot numbers for both events are unknown, therefore the manufacturing reviews could not be conducted. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for fracture as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 1808560 implanted port experienced a fracture. These events were reported from various sources. Both events involved patients with no reported injury. The patients¿ age, weight, and sex was not provided for either of the two (2) events.